Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified that all seal plugs were normal, firm, and intact. Cross threading damage was visible to the ventricular tip setscrew thread, and the ring set block thread also showed evidence of damage. The proximal setscrew was stuck in the up position. This setscrew was removed and both the setscrew and associated connector block were microscopically examined. As the ventricular tip setscrew was confirmed to exhibit signs of cross-threading, it was not able to make successful contact with the lead pin. Review of the device memory indicated that 19 resets occurred, with the last one designated a rate fault reset. As this device was attempted for implant, the programming change from ship mode left the device vulnerable to rate fault. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.

Event description:
Boston scientific crm received information that during the implant procedure with this pacemaker, the set screws were unable to be screwed into the device header connector ports. Multiple efforts were made, all with no success. It was decided to implant another device, and this device was returned for analysis. No adverse effects occurred.